Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The adverse event description with onset date of 2025-10-07, was updated to left hemihypothesia.

Event description:
Medtronic received information that a ped3 pipeline vantage had fish-mouthing at the proximal end (25%-50% of braid diameter) at 12 month follow up. Intimal hyperplasia of the proximal third of the stent (overall parent artery stenosis reported as 25 to <(><<)>50%). Baseline aneurysm characteristics: rupture status: never ruptured. Previously treated: no. Aneurysm details: saccular, left posterior communicating artery, sidewall dome height 4.2 mm, width 3.8 mm, max diameter 6 mm, neck size diameter 3.7 mm. Aneurysm symptoms: blurry vision, dizziness, localized headache, nausea/vomiting. Additional information received reported that per the aneurysm study device crf, the pipeline vantage device was successfully implanted at the end of the procedure. Subject was discharged to home/self-care on (B)(6) 2021. No symptoms or actions taken in relation to the fish-mouthing have been reported. Additional information received reported pipeline fishmouth was observed by the site in control imaging the day of the procedure. No other new information received. Additional information received reported fish mouthing in the proximal end of the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient had paresthesia described as tingling/electric shock sensation in the left upper and lower limbs for one week. There were episodes of vertigo and hypoesthesia on the left side of the body. This occurred post procedure with an onset date of (B)(6) 2025. A concomitant or additional treatment was given; the patient was prescribed with 100mg of ketoprofen twice daily for 5 days. The event did result in a diagnostic procedure being performed. The event did not result in a new or worsening of existing neurological deficits. Patient outcome is recovered/resolved. The site assessed the event as not related to the antiplatelet medication. Sponsor assessed the event as possibly related to the pipeline vantage device, not related to index procedure, ancillary device or apt regimen. It was noted that the site did not complete related assessments at the time of review.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that despite reported patient symptoms, there was no evidence of stroke on magnetic resonance imaging (MRI). Computed tomography imaging (CT) performed on (B)(6) 2025 showed no notable enlargement of the aneurysm and no stroke. Outcome status updated to patient recovered/event resolved as of date (B)(6) 2025. Site assessment concluded the vertigo/hypoesthesia event was not related to the device or procedure.